Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of remote transmission, it was noted that the right-ventricular (rv) lead exhibited unspecified oversensing and exhibited loss of capture due to dislodgement. As a resolution the rv lead was explanted and replaced. During the procedure, the right - atrial (ra) lead was also explanted and replaced as previously it had dislodged and exhibited loss of capture as well, which was initially resolved through programming. The patient condition was stable.